Event description:
See intial report.

Manufacturer narrative:
Complaints database analysis revealed no similar event since unit installation in 2013. Taking into account that the problem could be reproduced during the visit by the customer, an intermitted connection between the cpu board and the encoder can be excluded as the root cause of the event. Therefore, it cannot be ruled out that the reported malfunction was due to a defective encoder. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the s5 roller pump. The incident occurred in indianapolis, indiana. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. In order to fix the issue, shaft angle encoder was replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 roller pump gave an error message related to shaft angle encoder fault. The issue occurred at setup. There was no patient involvement.